Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Treatment for the bacterial peritonitis was unknown. Hospitalization was reported to be ongoing. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.